Event description:
It was reported that "a short hair was observed on the edge of the tray inside the package before use." No patient injury was observed.

Manufacturer narrative:
One intro-flex introducer package was returned for evaluation. The product did not appear to have been used. A visual examination was performed and the tyvek seal cover was completely peeled off the tray. Examination of the tray found what appeared to be a dark curly hair inside the tray. The physical appearance of the contamination sample is consistent with hair. Visual examinations were performed with unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the customer report was confirmed, it is not possible to conclusively relate the complaint to a manufacturing nonconformance as the product packaging was received opened. The source of contamination cannot be determined. No additional actions will be taken at this time.